Event description:
A report was received that the patient was having weakness and was unable to walk when the stimulation is on. The patient's symptoms include rash, rise in body temperature, sweating, heat on the implant site, neck and feet. The physician believes these symptoms are results of the stimulator. The patient underwent a lead revision wherein the infinion lead and splitter were explanted due to physician's preference and two percutaneous leads were implanted. The patient is doing well following the procedure.

Event description:
A report was received that the patient was having weakness and was unable to walk when the stimulation is on. The patient's symptoms include rash, rise in body temperature, sweating, heat on the implant site, neck and feet. The physician believes these symptoms are results of the stimulator. The patient underwent a lead revision wherein the infinion lead and splitter were explanted due to physician's preference and two percutaneous leads were implanted. The patient is doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4),description: precision implantable pulse generator (ipg). Model #: sc-3400-30, serial #: (B)(4), description: 30 cm splitter kit. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient is able to walk now. There is no rash or heating anymore, just the occasional chilling which is not device related.